Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
A 61 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the patient suffered vascular damage during insertion and subsequently experienced a retroperitoneal bleed. The patient went into cardiac arrest and support was withdrawn. The patient passed away as a result of the bleed.

Manufacturer narrative:
Correction to h6 evaluation codes: correct investigation conclusions: from "19 cause traced to user". To: "4315 cause not established". Correct h10 additional manufacturer narrative: from: "the impella device was discarded by the customer". To: "the impella device was not returned by the customer".